Event description:
It was reported to philips that the system gave an x-ray unavailable alert, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that x-ray unavailable alert. Upon troubleshooting fse found the ippc issue due to a hard drive failure, which prevented the exposure of fluor. To resolve the issue, fse replaced hard drives. After replacement, the system was returned to use in good working conditions. The codes were updated based on the investigation outcome.